Event description:
The complainant reported that the pt has undergone the therapeutic procedure of the having an enteral feeding device placed in 2004. At about a month subsequent to the procedure it was found that the j-tube had become detached from the device's blue connector. The complainant indicated that the tube did not fall into the pt's stomach, as the tube was still attached to the securi-t, which was still attached to the external bolster. The clinicians successfully replaced the pt's enteral feeding device. The complainant indicated that there was no adverse effect on the pt as a result of the reported problem.